Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had cosmetic damage. Customer reported that blood glucose went up to 360 mg/dl, he corrected with the insulin pump and it didn´t go down so he use the insulin pen, and it went down to 206 mg/dl. Customer¿s mother reported that reservoir ring came off. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with minor scratched lcd window, broken reservoir tube lip, missing retainer, missing reservoir tube o-ring and scratched case. Unable to perform displacement test or lock reservoir in place due to missing retainer.